Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Device discarded; single-use device.

Event description:
The consumer reported two (2) false negative results with the binaxnow covid-19 antigen self-test performed on (B)(6) 2022 and one lot number 180075. This MFR. Report addresses test two (2) of two (2). The consumer reported false negative result with the binaxnow covid-19 antigen self-test performed on (B)(6) 2022. Confirmation testing via pcr (platform: unknown) was performed on (B)(6) 2022 and generated a positive result. Additional testing using another brand (unknown brand) was performed on (B)(6) 2022 and generated a positive result. The consumer was reportedly symptomatic with cough, chest congestion and body pains. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Event description:
The consumer reported two (2) false negative results with the binaxnow covid-19 antigen self-test performed on 19dec2022 and one lot number 180075. This MFR. Report addresses test two (2) of two (2). The consumer reported false negative result with the binaxnow covid-19 antigen self-test performed on 19dec2022. Confirmation testing via pcr (platform: unknown) was performed on 20dec2022 and generated a positive result. Additional testing using another brand (unknown brand) was performed on 19dec2022 and generated a positive result. The consumer was reportedly symptomatic with cough, chest congestion and body pains. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
Testing was performed in triplicate at abbott diagnostics scarborough, inc. On retained kit lot 180075 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 195-160 / lot 180075 and device part number 195-430h / lot 178675. The lot met the required release specifications. The review of the complaints reported as false negative patient results (confirmed, unconfirmed and conflicting results) related to kit lot 180075 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue, however it could have possibly been related to the specific patient sample. D4 (expiration date). H3 other text : device discarded; single-use device.